Manufacturer narrative:
Occupation is lay user/patient. Discoloration was noted on the heater plate of the meter. The customer's meter and two test strips were provided for investigation where they were tested using retention controls and one retention strip. Testing results (qc range = 2.2 - 3.4 inr): returned strips qc 1: 2.7 inr, qc 2: 2.7 inr. Retention strip qc 3: 2.7 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Relevant retention test strips (lot 405010) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of high discrepant inr results with coaguchek xs meter serial number (B)(4) compared to the stago neoplastine ci plus laboratory method. The result from the meter at 8:45 a.m. Was 4.1 inr. The result from the laboratory at 2:00 p.m. Was 3.1 inr. The result from the meter at 4:09 p.m. Was 4.1 inr. Therapeutic decisions were made based on the laboratory result as it was believed to be correct. The customer's therapeutic range is 2.0 - 3.0 inr. The customer is doing well, in stable condition.